Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during the first or second night cycle of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a small leak from the heater bag that led to this alarm. The patient removed the supplies and would start a new therapy with new supplies when ready. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a hole in the heater bag. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak from a hole in the heater bag located at the main seal. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.